Event description:
Pt indicated that she had an injury with the use of the calaxo screw.

Manufacturer narrative:
Product recall initiated aug 21, 2007. (B) (4)

Manufacturer narrative:
Supplemental report is being completed to add part & lot number. (B)(4).